Event description:
It was reported that during tka procedure while inside the legion ps high flex xlpe size 3-4 11mm would not lock in. The surgeon checked tibia lock detail and it was clear of all debris as well as poly lock mechanism. The procedure was completed with an smith& nephew backup device. No patient harm or delay was reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. The device was manufactured in 2020. The clinical / medical investigation concluded that, per complaint details, the poly would not lock into the baseplate although the ¿surgeon checked tibia lock detail and poly lock mechanism¿ to confirm all was clear of debris. Reportedly, the procedure was completed with a s+n backup device without patient injury reported being reported. It is unknown is there was a delay. S+n has not received the requested documentation to fully evaluate the root cause of the reported event. The patient impact beyond the reported modified surgical procedure using a backup component to complete the case could not be determined. However, no patient injury was reported. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/sizing issue or a procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.